Manufacturer narrative:
The alleged event is confirmed. The reported symptom ¿distorted display¿ was not confirmed during the testing encountered symptom ls00 ¿display brightness problem¿ during the testing. Encountered symptom ¿physical damage¿ during the testing. A visual inspection of the returned cycler exterior showed sign of physical damage on the cassette door and the top cover that are not aligned. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause for ¿display brightness problem¿ is the inverter board that is faulty; the inverter board transformer has burn marks. The voltage passed. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. Passed mushroom head check. Test negative for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported that during a patient home visit to the peritoneal dialysis patient the screen was distorted with lines going through the screen. Patient has been able to complete treatment. The patient will revert to continuous ambulatory peritoneal dialysis treatment for treatment. The liberty cycler was replaced. Follow up with the patient¿s nurse indicates that the patient did not miss any treatments. The patient did not have or experience any complications as a result of the alleged event.